Event description:
It was reported that a detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 33mm watchman laa closure device and delivery system (wds) were used. The closure device was deployed in a proximal position in the laa, so it was fully recaptured. Upon removing the wds from the was, the physician noticed a piece of plastic that appeared to be from the wds. Another 33mm closure device was used to successfully complete the procedure. There were no patient complications.